Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board and the wiring harness were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to power up. This is a no boot situation. There are no reports of patient injury or death associated with this event.